Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump indicated a data log corruption. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 157 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alert data error issue was verified, but the unexpected shutdown issue could not be verified.